Event description:
It was reported that "(B)(6), was packing the cage with autograft and the cage cracked. He was using a nylon mallet and a flat plastic block."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.